Manufacturer narrative:
The investigation found the instrument was performing within specifications according to the precision testing and no findings were reported by the local service. No further events were reported by the customer. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This investigation is ongoing. This event occurred in (B)(6). Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received a questionable elecsys hcg + beta test system result for one patient with the cobas e411 immunoassay analyzer. The initial result at 11:51 was 447.4 miu/ml. This result was reported outside of the laboratory and questioned by the doctor. The repeated result at 14:03 was >10000 miu/ml with a data flag. The sample repeated with an onboard dilution of 1/100 at 14:28 with a result of 206533 miu/ml. The reagent lot number was 45406007 with an expiration date of 31-may-2021.